Event description:
Caller reported, a false positive troponin (tni) result using the triage cardiac panel 25 test. Pt was admitted on chest pain. Diagnosis is pending cardiac catheter. Tni cut-off 0.4.

Manufacturer narrative:
Investigation pending.